Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a hakim programmable valve could not be reprogrammed after an MRI and was revised the following day. The valve had been implanted approximately seven years ago. The valve was set at 160 prior to the MRI; however, when attempting to reprogram after the MRI, the staff tried multiple times, with 3 different programmers and with additional x-rays to return the valve to prior settings without success. The patient did not have any symptoms or distress during this time. The valve was revised the following day and there has been no further report of a problem for the patient.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The valve was visually inspected it was noted that the stator and x ray dot were dislodged as well as a crack in the valve casing. The valve was dismantled and was examined under microscope at appropriate magnification: a crack was noted in the valve casing, likely due to the valve receiving a hard knock. Corrosion was also noted on the x ray dot. The cam magnets were controlled and passed testing. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the root causes for the dislodged stator could be partly due to the valve receiving a hard knock. The root cause for the crack in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. Stator dislodgement of chpv has been previously investigation. The investigation concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.